Event description:
The customer reported via phone call she was experiencing high blood glucose over 600 mg/dl. Customer stated that she started getting nocturnal dialysis about 6 to 8 weeks ago and she has been having high blood glucose. The customer stated that the doctor takes the insulin pump and changes the settings. The customer was changing the battery and received a battery out limit alarm. The battery was out of the device for longer than time allowed. Customer cleared the alarm and was assisted with setting the time and date. Customer stated that the nurse would be changing the basal rate settings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.